Manufacturer narrative:
H2, h3, h6: software logs were reviewed. No failures were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411, serial/lot #: (B)(6); product ID: 9736411, serial/lot #: (B)(6); product ID: 9735736, serial/lot #: (B)(6); product ID: 9735786, ; product ID: 9735786r, serial/lot #: (B)(6), UDI#: (B)(6); product ID: 9735786r, serial/lot #: (B)(6), UDI#: (B)(6); product ID: 9736411, serial/lot #: (B)(6) UDI#: ; product ID: 9736411, serial/lot #: (B)(6), UDI#: h3) a manufacturer representative (rep) went to the site to test the navigation system. Hardware parts were replaced and the system performed as intended. Codes: b01, c19, d14 h3) the solid state drive was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14 h3) the computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the computer had computer failure as it did not boot up consistently. Codes: b01, c07, d02 h3) the solid state drive was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14 h3) the computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the computer had computer failure as the main cooling fan and the power supply cooling fan were not running. Codes: b01, c07, d02 h3) the solid state drive was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14 h3) the solid state drive was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the solid state drive was unable to fully boot and had software failure. Codes: b01, c10, d18 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed a grub menu screen saying "memory test" and then progressed again to a black screen with a flashing white cursor in the upper left corner of the screen. The system would not boot. The site rebooted 15 times and issue persist. There was no patient involvement. The probable cause was noted to be the solid state drive (ssd). Troubleshooting was performed, after replacing the ssd, the system displayed "no video" (no grub menu). The rep confirmed the monitor was set to hdmi input. With the system on and connected to power, there was a red light illuminated inside the computer but the fan was not running and there were no lights on the computer ethernet port. On the uninterruptable power supply (ups), all lights were illuminated as expected; no error light. A hard shutdown was performed and the field representative swapped to the old ssd, no effect. The rep reseated v1, no effect. The system was on a shared wall outlet, the rep removed other device from outlet with no effect. The rep swapped outlets with no effect and disconnected battery from ups with no effect. The rep disconnected battery and v3 from ups with no effect and disconnected battery, v3, and v6 from ups with no effect (only alternating current, power switch, and v1 to computer were connected). The cd drive could not open at any point during troubleshooting. The rep reported no damage to any of the cables, power cable connections to computer were all in the correct locations and seated properly.